Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to erosion. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to erosion. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the cuff found no evidence of abnormalities or leaks. Inspection of the pump did not present any abnormalities or leaks and passed functional testing within product specifications. Based on the information available and analysis results, there were no product malfunctions identified. The reported event of erosion is a known potential adverse event within the product labeling; therefore, the conclusion of known inherent risk of device was chosen.